Event description:
It was reported that there was noise on the right ventricular (rv) lead which led to an inappropriate shock. Arm movements and pocket manipulations reproduced the noise. It was also reported that there was oversensing, large swings in impedance including high impedance, and a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. 5071-53 implantable pacing lead, (B)(6) 2003. Noipgimpl no ipg/ICD, unknown, - (B)(6) 2003. A 5071-53 implantable pacing lead, (B)(6) 2003. (B)(4).